Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 3008452825-2019-00366, 3008452825-2019-00369, 3008452825-2019-00370, 3005334138-2019-00438, 3008452825-2019-00372. During a pulmonary vein isolation procedure, a pericardial effusion occurred. During manipulation in the left atrium and pulmonary veins, the patient experienced chest pain, decompression sickness and their blood pressure dropped. A cardiac echo confirmed a blood leak to the pericardium. A pericardiocentesis was performed to stabilize the patient. Medication was administered to increase blood pressure and the patient was discharged. There were no performance issues with any abbott devices.